Manufacturer narrative:
This case was initially received via regulatory authority (medical devices vigilance area, reference number: (B)(4) on 25-sep-2020. The most recent information was received on 08-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy menstrual bleeding since insertion') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhoea since insertion"). Essure treatment was not changed. At the time of the report, the menorrhagia and dysmenorrhoea had not resolved. The reporter provided no causality assessment for dysmenorrhoea and menorrhagia with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-sep-2020. The most recent information was received on 05-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy menstrual bleeding since insertion') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhoea since insertion"). Essure treatment was not changed. At the time of the report, the menorrhagia and dysmenorrhoea had not resolved. The reporter provided no causality assessment for dysmenorrhoea and menorrhagia with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: due to internal review it was detected that this record was initially reported as serious incident , therefore case was upgraded to serious incident. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.